Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptom of failed flow rate test which was verified during evaluation. Failed flow rate test was reproduced as an under infusion and found to be caused by an out of specification travel distances on the pressure plates. The pressure plate travel was re-calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed flow rate testing during preventative maintenance testing. The device delivered 181.5-187.56 on the 800/200 setting. There was no patient involvement. No additional information is available.